Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. Although the reported low speed and pump stop events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined. Log file analysis showed low speed events and pump stops captured on (B)(6) 2018 5:56am, 9:29am, and (B)(6) 2018 11:29pm. These events corresponded to elevations in power in the range of 7.4-8.6w, as well as alarms for low speed and low flow hazard. These events also occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The account reported the patient was followed on an outpatient basis and would be given an ungrounded patient cable. The patient was a destination therapy user and not a candidate for a pump exchange. The account did not request a driveline repair. The patient remains ongoing on vad support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had two pump stopped alarms on 04may2018 during a follow-up clinic visit and customer submitted log files for review. Technical service reviewed the log files and 4 pump stop events and 6 low speed operations which dropped below patient¿s low speed limit of 9000 rpm and suspected to be a percutaneous lead issue and noted that these kind of events only occur while the vad system is connected to power module. It was noted to prevent interruption in support that it is beneficial to keep vad connected to battery power until further investigation is completed. On (B)(6) 2018 x-rays were provided by vad coordinator and technical services noted that x-ray files were unremarkable. On (B)(6) 2018 noted that the driveline was not visible on the chest x-rays and was reordered. The patient was noted to have no further alarm issues observed. New batteries and new patient cable was provided. Ungrounded patient cables were provided for patient backup but noted that ungrounded cables do not repair the percutaneous lead issue. Patient was noted to be a dt patient and not a surgical candidate for pump replacement. On (B)(6) 2018 updated x-rays were provided to assess any percutaneous lead issues. Technical service noted that the x-ray images were unremarkable. No further information was provided.